Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with moderate tortuosity. The 2.5 x 28 mm xience prime stent was deployed, and after post dilatation, a distal edge dissection was observed. A 2.5 x 15 mm xience prime was used to treat the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.